Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A phone call was made to the customer to follow up on a previous call her mother had made to report high blood glucose levels. The customer stated that she was hospitalized for diabetic ketoacidosis, and felt that it was due to a compound drug she was taking. The drug was domteridone. The customer had no further information regarding the event.